Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 16.9cm to 17.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. All other damages were consistent with the explant procedure. (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for lea revision. It was noted that the right atrial lead exhibited noise and inappropriate mode switches. The lead was explanted and replaced. The patient was fine post operation.